Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 550 mg/dl. Reportedly, the customer did not bolus for a high carb meal. A correction bolus via the pump was delivered to address bg.